Event description:
Patient's spouse reported that patient underwent total hip arthroplasty in (B)(6) 2007. Patient's spouse further reported that a revision procedure was performed in (B)(6) 2014 allegedly due to pain, metallosis and inability to walk. A review of invoice history revealed the initial surgery took place on (B)(6) 2007 and that the revision procedure occurred on (B)(6) 2014. Invoice history suggests the acetabular cup, modular head and taper insert were replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components."

Event description:
Patient's spouse reported that patient underwent total hip arthroplasty (tha) in (B)(6)2007. Patient's spouse further reported that a revision procedure was performed in (B)(6) 2014 allegedly due to pain, metallosis and inability to walk. A review of invoice history revealed the initial surgery took place on (B)(6) 2007 and that the revision procedure occurred on (B)(6) 2014. Invoice history suggests the acetabular cup, modular head and taper insert were replaced with competitor acetabular components and a biomet head. Additional information received in patient medical record reports patient underwent initial right tha on an unknown date in 1992 utilizing competitor components, which was revised (B)(6) 2007, and biomet components were implanted. Revision operative (op) notes dated (B)(6) 2014 report patient was revised due to aseptic lymphocyte dominant vasculitis associated lesion (alval), lucency around the acetabular cup, pain, antalgic gait, and decreased range of motion. Op report further notes the presence of clear fluid, alval-type reaction, and a loose shell.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09320 and 09323).